Event description:
Customer had used another cup brand in the past and her iud was dislodged with that brand about 5 years ago. She recently started using the saalt cup and during her first cycle, she began feeling the strings of her iud, which she has not felt for the past 5 years. She is not sure exactly when during her cycle that the iud became dislodged, but she has decided to not continue using menstrual cups since this has happened to her twice now. Instructions for use (IFU) states to consult your physician before using your cup with an iud. We have since updated our instructions to add the language "be sure to break the seal before removing your saalt cup to avoid dislodging your iud."